Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing the monopolar curved scissors instrument was noted to be damaged on the inside of the cutting edge on the left. There was no report of patient injury and it is unknown if a fragment fell into the patient. Intuitive followed up and obtained additional information. After cleaning and before sterilization, the customer checked the instrument on damages with a magnifier.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) with an alleged issue to perform failure analysis. The mcs instrument was found to have blade damage at the base of the blade. One of the blade edges was indented. The mcs instrument blades were tinged and showed signs of usage. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard metal objects e.g., staples, clips, etc. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.